Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter break occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During procedure, it was noted that the device broke inside the patient. All device components were recovered. No patient complications were reported and the patient's status was stable.